Event description:
In 2009, the pt reported that he was currently in the hospital due to elevated blood glucose of 400 mg/dl. He was not connected to the infusion device at the time of the report and he was being treated with an insulin IV. His blood glucose measured 331 mg/dl. He stated that he began experiencing elevated blood glucose about 3 days prior, and he changed his infusion tubing and insulin cartridge and he continued to bolus to correct his blood glucose. His normal blood glucose range is 80 - 180 mg/dl. He stated that he changed the insulin cartridge, infusion site and tubing every 7 days. He was educated on the proper usage of the products. Troubleshooting did not reveal any product issues. Upon follow up at about one week later, the pt reported that his blood glucose had returned to normal and he was released from the hospital about 5 days prior. Product was replaced and requested to be returned for eval.